Event description:
Our affiliate is reporting that during an acl repair, a portion of the distal tip of a vapr s90 electrode broke off into the pt's joint space. The fragment was retrieved from the body. The status of the completion of the procedure and the pt's condition not yet established; questions are out to ascertain this.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f-u report.